Manufacturer narrative:
Zoll medical corporation has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.

Event description:
Customer reported receiving user advisory 2 during checkout. No adverse event reported.